Manufacturer narrative:
The reported lot number could not be matched to the reported device. Therefore device manufacture date is unknown at this time. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a fuse c38s slim colonoscope was used during a colonoscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the center image would go out when the physician angulated the scope left or right. The procedure was completed with another fuse colonoscope. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "no patient injury."

Manufacturer narrative:
A fuse c38s slim colonoscope was returned for analysis. A functional evaluation of the scope found that, when angulating the scope, the wire stretches and shorts causing the picture to go out. The noted failure is likely due to an unexpected or random component failure. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a fuse c38s slim colonoscope was used during a colonoscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the center image would go out when the physician angulated the scope left or right. The procedure was completed with another fuse colonoscope. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "no patient injury."